Event description:
It was reported that, during a meniscus repair, t2 of ultra fast-fix could not be deployed. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5, d9 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor has been deployed from the needle. The t2 anchor was attached at the distal tip. The actuator was fully triggered. No physical damage visible to the device. The needle is coated in debris. A functional evaluation revealed the t2 anchor could be deployed as intended when using a reference meniscus. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on g4 (PMA/510(k)number).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair, the t2 of ultra fast-fix could not be deployed. It is unknown how the problem was solved or if there was a delay. Patient was not harmed as consequence of this problem.